Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Bilateral patient. Litigation alleges that patient has experienced pain, discomfort, and soreness, as well as excessive levels of chromium and cobalt. Patients preliminary disclosure form was received on (B)(6) 2012, which identified part/lot information.

Event description:
Bilateral patient. Litigation alleges that patient has experienced pain, discomfort, and soreness, as well as excessive levels of chromium and cobalt. Patients preliminary disclosure form was received on (B)(4) 2012, which identified part/lot information. Update: (B)(4) 2012 - the sales rep has reported the revision surgery for the right side. Patient was revised to address pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, implant date, explant date. Depuy still considers this investigation closed.